Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this pb980 ventilator was inoperative. Although it was reported that this ventilator was inoperative, the code provided indicates the device entered into backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator, reviewed logs and identified the unit generated a background diagnostic code indicating "inspiratory pressure reading out of range" and entered into backup ventilation(buv). Sp performed extended self test (est) to clear the code. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported issue of the ventilator alarming with 'vent inop' message, at which time the device entered into buv, was a transient out of range inspiratory pressure measurement. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator was inoperative. The patient was transferred to an alternate ventilator without injury. Although it was reported that this ventilator was inoperative, the code provided indicates the device entered into backup ventilation.